Event description:
The turbohawk device was used in a proximal sfa lesion. During third pass, the turbohawk cutter would not close completely. The device was removed because the cutter seemed jammed. The physician did not reattempt to use the device, and used balloon to finish procedure. A previous stent was placed on (B)(6) 2012.evaluation of the returned turbohawk found the tip of the device exhibited a wrapped section of a stent (unknown make/model).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.